Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an altitude alarm. Additionally, it was reported that the touch screen was scratched. Reportedly, the reason for the scratched screen was unknown. The customer declined troubleshooting and declined to provide further information. There was no known impact to the customer's blood glucose level.